Event description:
It was reported that a (B)(6), female patient participating in the smart-sf clinical study suffered from respiratory infection complications less than 7 days post procedure. The case was a clinical trial, sponsored by bwi. The event was assessed as possibly procedure related. The patient was given amoxicillin for treatment. The patient¿s medical history is unknown. The patient condition resolved without sequelae. There is no mention of any product malfunction related this patient injury. Bwi received additional information on july 20th 2015 which stated the patient required medical intervention in this procedure making this reportable event.

Manufacturer narrative:
The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). The ¿suspected medical device¿ of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to smart touch bidirectional approved under (B)(4).

Manufacturer narrative:
New information was received indicating that event date was (B)(6) 2015.